Event description:
The rotator broke during an angiography procedure. The customer stated this happened two times. The customer did not provide enough detail information to enable us to distinguish the two events. Therefore, only this report will be filed. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Correction actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation, method: other - device history record was reviewed. Complaint data base was reviewed.